Event description:
It was reported that the fiber cap detached during bph procedure at 57,134 joules of use. The fiber was exchanged, and the second fiber was utilized to complete the procedure at 200,000 joules. Both fiber tips were cleaned during the procedure. No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits signs of melting, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further noted that the cap detached inside the patient and was flushed out of the patient.